Event description:
Additional information confirmed that the patient had a letter from the healthcare professional (hcp) not to wand them or let them go through theft detectors. The patient was had a (B)(4) wand used on them and was shocked while the sheriff held the device over their implantable neurostimulator (ins). The patient had requested ¿pat down¿ from a female sheriff but the male sheriff proceeded with the wanding. The manufacturer¿s device registry showed that the ins was replaced on (B)(6) 2011. If additional information is received, a follow up report will be sent.

Event description:
Further evaluation of the event revealed a change in the implantable neurostimulator information.

Event description:
It was reported the patient went to superior court and security used a wand and "damaged" the patient's past stimulator. The device was reported as having been "broken." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a (B)(6) was placed right over the implantable neurostimulator and it was noted that the battery broke and the patient had to have surgery.

Event description:
Additional information received from the patient in response to follow-up concerning a different event reported that the stimulator had been damaged two times by meteor 200 (door) and the garrett wand.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. The patient reported that they went to a courthouse and they used a ¿garrett wand¿ and they walked through a ¿meteor 2000¿ device and this caused the implanted device to break and it had to be replaced. The patient reported that the healthcare provider only replaced the battery pack, noting that the emi event drained the battery. No additional new information provided.